Event description:
This spontaneous report from a consumer reported as "needle got stuck in skin", concerns a diabetic pt (age unknown) who uses novofine 30g 8 mm in connection with their insulin treatment. When the pt was self injecting in the abdominal area, the needle separated from the needle-ring and remained in the skin. It was not possible for pt to remove the needle and they went to the hospital, where the needle was operational removed with success. The needle was removed on an ambulatory basis and the pt left the hosp fully recovered. The pt is still using novofine 30g 8 mm needle in connection with their insulin treatment.

Event description:
Needle got stuck in skin [medical device complication] case description: this spontaneous report from a consumer in austria, reported as "needle got stuck in skin", concerns a diabetic female pt (age unk) who uses novofine 30g 8 mm in connection with her insulin treatment. On 8/3/2005, when the pt was injecting herself in the abdominal area, the needle separated from the needle-ring and remained in the skin. It was not possible for her to remove the needle and she went to the hosp, where the needle was surgically removed with success. The needle was removed on an ambulatory basis and the pt left the hosp fully recovered on 8/3/2005. The pt used the needle in question one tine. The pt is still using novofine 30g 8 mm needle in connection with her insulin treatment. Follow-up info received on 8/29/2005 since last submission of this case the following has been updated: - event onset and stop date added - duration of use of the needle added to the narrative